Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced stress urinary incontinence, moderate urine leakage, terminal dribbling, mild urgency, nocturia, urinary frequency, cystocele, destrusor instability, and chronic renal insufficiency. Additionally, it was reported that the plaintiff allegedly experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion, recurrence, a product problem and other unspecified injuries. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00233, 3011770902-2016-00234.